Manufacturer narrative:
Concomitant product - arisure dry spike on secondary bag. 0.22 micron add on filter. Arisure cml at the end of the 0.22 micron filter. Attached on one-link on ICU medical primary line. Primary line solution: 250 ml 0.9% nacl. Correction for event: it was reported that there was an under infusion of chemotherapy medication and an occlusion air alarm while using a clearlink system secondary medication set. The device was being used in conjunction with a non-baxter primary set infusing 0.9% sodium chloride, luer/spike, and infusion pump. It was observed that there was medication still left in the secondary bag, drip chamber, and below the filter on the secondary intravenous (IV) set. The pump presented an occlusion air alarm. Back priming was performed twice, and the infusion was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During patient infusion while connected to an unspecified pump, it was reported that a clearlink system non-dehp secondary medication set alarmed occlusion air proximal. The event occurred during a daratumumab infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual sample was received contaminated with chemotherapy. A visual inspection using the naked eye was performed and no issues were noted. Due to the nature of the returned sample, no other test was performed. A photograph of the device was also received which revealed bubbles in the line. The cause of the bubbles could not be determined as further testing could not be performed. Should additional relevant information become available, a supplemental report will be submitted.